Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell, red particles on the shell, crease fold and missing a piece of shell (25-50%). A microscopic analysis was performed which identified broken striated opening on the anterior. Based on the device analysis the final assessment is a striated broken opening due to surgical damage consist in the use of a surgical tool, and missing shell due to inconclusive.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported an unknown side rupture. Device remains implanted. This record is for the left side.